Event description:
Device opened, flushed,when balloon tested with 1 ml saline, it was found to be broken.

Event description:
During a kit inspection on 13 jan 2010, the sales representative identified that a sequoia closure top starter was worn and would no longer stay engaged on the closure tops. There was no patient involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Customer report was confirmed. Balloon inflated but did not maintain inflation due to leakage across distal bond. Leakage occurred through a channel across bond area, above pressure lumen. Balloon appeared intact. Unit is sent to accellent for further evaluation. The 2/11/10 accellent evaluation: the device balloon was inflated with 2cc of water and there is a leak in the balloon. Colored water was then introduced into the balloon to try to determine where the leak was coming from. It is confirmed that the balloon is leaking from the distal balloon bond. Water was introduced through all of the device lumens and the water flows from where is should with no defects. These devices are visually and functionally tested 100% prior to packaging. There is no way to determine how or where this damage occurred.